Event description:
Attorney reported: in 2004-- the patient had hernia repair surgery. During surgery, a bard composix kugel hernia patch, which included the memory recoil ring, was surgically implanted into patient's body. In 2008-- the patient suffered from an incarcerated incisional hernia, mesh erosion into the colon creating fistula, dense intra-abdominal adhesions and infected mesh, and, as a result, underwent an exploratory laparotomy for removal of infected mesh, lysis of adhesions, partial colectomy and scar revision. In 2009-- the patient underwent a subsequent surgery for an enlarged hernia and lysis of additional adhesions. The patient will continue to be at risk for recurrent hernias due to abdominal wall weakness and complications from adhesions attributable to defects in the composix kugel hernia mesh patch, thus requiring future surgeries and causing further pain, discomfort, and disability. As a direct result of the defective condition of the composix kugel hernia mesh patch implanted into the patient body, the patient has suffered and continues to suffer from serious injuries, including, but not limited to, pain and suffering, physical injuries, disability, significant disfigurement, embarrassment, mental anguish, loss of capacity for the enjoyment of life, expenses of hospitalization, medical and nursing care treatment, loss of earnings, loss of the ability to earn money in the future, and a shortened life span.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.